Event description:
A nurse reported a system message was received, the footswitch function was unavailable, and the remote control was not working during a case. The case was subsequently canceled. There was no pt impact reported. Multiple attempts have been made to retrieve additional information, but none has been received to date.

Manufacturer narrative:
Samples have been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).